Event description:
The customer contacted the siemens customer care center (ccc) and stated that quality controls (qc) for chloride were going out of range on an advia 1800 instrument and prior troubleshooting had not resolved the issue. Discordant chloride results had been obtained on patient samples and were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the ion selective electrode (ise) thermister and cable, power supply, and electrodes. The cse also cleaned all deposits. The calibration and precision were acceptable and quality controls resulted within range. The cause of the discordant chloride results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.